Event description:
It was reported that the lead integrity alert (lia) triggered on the right ventricular (rv) lead due to short interval counts (sic) and non-sustained tachycardia (nst) episodes with t-wave oversensing (twos) noted on the electrograms. The issue was not able to be replicated but ventricular sensitivity was adjusted and there has been no further recurrence. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).